Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: unknown shell; unknown cat and lot number. Unknown screws; unknown cat and lot number. Unknown 28/standard lfit v40 head; unknown cat and lot number. Unknown 0 accolade stem; unknown cat and lot number. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Review of medical dictation indicated "when seen on (B)(6) 2012 she complained of intermittent pain and weakness on the right side. The x-rays were unchanged and she was to be treated with a fluoroscopic injection of the right hip with lidocaine and triamcinolone. An attempted aspiration yielded no fluid. On (B)(6) 2012 she was noted to be improved after the injection and was ambulating without a limp. She was seen on (B)(6) 2012 where it was noted "symptoms beginning to return and wants re­ injection'', which was done under fluoroscopy. Similarly, on (B)(6) 2012 the hip was re-injected under fluoroscopic control. When seen on (B)(6) 2013 she complained of intermittent right hip pain that was relieved with injection, and it was again re-injected. On (B)(6) 2013 she was re-injected, but exploration surgery was suggested. The office note of (B)(6) 2013 states, "severe pain since (B)(6) of 2013. X-ray; unchanged. Suggest exploratory surgery with possible revision. Patient is deferring'.' On (B)(6) 2013 she was re-injected and surgery was suggested. No further follow-up is documented".

Event description:
Review of medical dictation indicated "when seen on (B)(6) 2012 she complained of intermittent pain and weakness on the right side. The x-rays were unchanged and she was to be treated with a fluoroscopic injection of the right hip with lidocaine and triamcinolone. An attempted aspiration yielded no fluid. On (B)(6) 2012 she was noted to be improved after the injection and was ambulating without a limp. She was seen on (B)(6) 2012 where it was noted "symptoms beginning to return and wants re­ injection'', which was done under fluoroscopy. Similarly, on (B)(6) 2012 and (B)(6) 2012 the hip was re-injected under fluoroscopic control. When seen on (B)(6) 2013 she complained of intermittent right hip pain that was relieved with injection, and it was again re-injected. On (B)(6) 2013 she was re-injected, but exploration surgery was suggested. The office note of (B)(6) 2013 states, "severe pain since (B)(6) 2013. X-ray; unchanged. Suggest exploratory surgery with possible revision. Patient is deferring.'' On (B)(6) 2013 she was re-injected and surgery was suggested. No further follow-up is documented."

Manufacturer narrative:
An event regarding alleged pain involving an unknown liner was reported. The event was confirmed. Method & results: product evaluation and results: a visual, functional and dimensional inspection was not performed as the device has remained implanted. Medical records received and evaluation: a review of the primary and revision operative reports, post revision office notes, and x-ray printouts by a consulting clinician indicated "no examination of the explanted acetabular component, no post-operative x-rays of the primary right total hip arthroplasty prior to september 21, 2010, and no patient demographics are available. Based upon the information available for review, no determination can be made for the apparent failure of fixation of the acetabular component requiring revision five-and-a-half years post-operative. No listing of the revision acetabular components implanted is available. No determination can be made for the persistent right hip pain post-revision, which has responded to steroid injections." Product history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the reported event for pain was confirmed. However, the exact cause of the event could not be determined. A review of the primary and revision operative reports, office notes, and x-ray printouts by a consulting clinician indicated "no examination of the explanted acetabular component, no post-operative x-rays of the primary right total hip arthroplasty prior to (B)(6) 2010, and no patient demographics are available. Based upon the information available for review, no determination can be made for the apparent failure of fixation of the acetabular component requiring revision five-and-a-half years post-operative. No listing of the revision acetabular components implanted is available. No determination can be made for the persistent right hip pain post-revision, which has responded to steroid injections." If additional information and/or device become available, this investigation will be reopened.